Event description:
It was reported to philips that the system's live image appeared blurry, which affected the user's ability to operate it. No harm was reported to philips. Philips has started an investigation of this complaint.